Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings and no delivery alarm. Customer's blood glucose value was 500+ mg/dl. The customer treated with a bolus. The customer reported no delivery alarm did not occur during manual prime. The customer reported event to be resolved by complete set change. The insulin pump will not be returned for analysis.